Event description:
It was reported that the patient's lead had higher than normal impedance readings during macro stimulation. The monopolar impedance readings were greater than 2,000 ohms on the 0 contact; between 2,000 ohms and 3,000 ohms on the 2 contact, and greater than 3,000 ohms on the 3 contact. The patient's physician was uncomfortable with the high impedance readings and explanted the lead. A second lead was implanted and all monopolar impedance readings were, then, within the normal range. There was no injury to the patient. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis of lead model 3389s lot # v741416 implanted: (B)(6) 2011 explanted: (B)(6) 2011 determined no anomaly was found. No shorts between circuits were found and the continuity was acceptable. Both returned cables were tested together with the returned lead. The cables were not connected when received. A known good neurostimulator and screening cable were attached to the returned lead and the electrodes of the lead were placed in 0.9% saline solution. Impedances were measured with an 8840 programmer.

Manufacturer narrative:
(B)(4).